Manufacturer narrative:
Investigation of the customer's issue included review of complaint activity, trending data, labeling, device history records and field data for the complaint lot. Return testing was not completed as returns were not available. Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. Review of trending reports for the architect anti-hbs assay did not identify any trends related to the complaint issue. Review of device history records for the complaint lot did not identify any non-conformances or deviations associated with the complaint issue. The historical performance in the field of the complaint lot was evaluated using worldwide field data. The patient median result for the lot was comparable with all other lots in the field and within established baselines, confirming no systemic issue for the lot. A review of the labelling and literature addresses the customer¿s issue. Based on this investigation, no systemic issue or deficiency was identified for the architect anti-hbs lot.section g1 contact information was updated to reflect the current contact siobhan wright, longford, irl.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided. This report is being filed on an international product, architect anti-hbs, list 7c18, that has a similar product distributed in the us, ausab, list number 1l82.

Event description:
The customer obtained a (B)(6) architect anti-hbs result. The sample generated an initial result of (B)(6). The sample was retested and generated a (B)(6) result of (B)(6). No impact to patient management was reported.